Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside the labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose level was between 214-327 mg/dl. After removing the obstruction from the speaker holes and loading a new cartridge, the alarm cleared.